Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone14.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 275 mg/dl while wearing the pod between 1 and 4 hours. The patient reported that they activated a pod earlier that day and after a few hours, they noticed their blood glucose levels were rising and not coming down. The confirmed that the cannula had been properly inserted during wear and that the adhesive was properly secured. The patient stated that they usually rotate the insertion site between the abdomen, arms, legs, and buttocks. They noticed a ¿smell of insulin¿ coming from the pod site and when the pod was removed, they noticed that the area was damp. The patient also noticed that the cannula was bent. At the time of call with product support, the pod had not yet been replaced. The patient stated that they did a manual injection and was waiting for their blood glucose levels to come down.